Event description:
It was reported that this right atrial (ra) lead dislodged one day after implant. The lead was repositioned and remains in service. No additional adverse patient effects were reported.